Event description:
It was reported that the end user developed a pressure ulcer measuring 0.6 cubic centimeters x 1.0 cubic centimeters x 1.2 cubic centimeters with slough present for about one week. It was further reported the end user's stoma measures 37 millimeters x 30 millimeters, oval, protrudes 1 cubic centimeters; and that her abdomen is round with deep creases at 300 and 900. The wound care ostomy nurse recommended discontinuing the convex wafer and replaced with aquacel ag dressing in wound and another appliance.

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance(nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. (B)(6).